Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, with six minutes left in to the ablation phase of the procedure a fluid loss alarm occurred and subsequent fluid leak was noted. The system was immediately paused and the physician removed the sheath from the patient¿s cervix prior to cooling the patient. Hot saline was leaking from the patient¿s cervix. The patient sustained burn on the vagina and buttocks. The burn was not classified by the treating clinician. The affected area was treated with silvadene cream. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.